Manufacturer narrative:
(B)(4). Physio-control recommended that the device's battery be replaced. After multiple attempts, physio-control has been unable to contact the distributor regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A distributor contacted physio-control to report that their customer's device would not power on when prompted. The distributor was unable to provide any details about the battery installed in the device which could help in determining the age of the battery. There was no patient use associated with the reported event.